Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) verified that power management was turned off and checked network speed settings, confirming auto-negotiation before switching the device to dynamic host configuartion protocol (dhcp). The network cable was checked, replaced, and secured, and the internal network cable was reseated and inspected for binding issues. Connectivity was further tested by moving all in one unit to different positions, with no network disconnect observed. The system functioned as intended after the field service engineer (fse) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was frequently going offline. There were no adverse events or injuries reported based on this event.